Event description:
A caller reported an issue with time settings after the pump reset due to a malfunction code. There was no adverse impact to the customer's blood glucose level, as previous settings did not result in levels above 500 mg/dl or below 54 mg/dl. Technical support assisted the caller in updating the pump time and advised them to monitor for any future discrepancies in time settings, with the caller acknowledging and understanding the instructions.